Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were many false positive signals in the evp assay. The customer has seen this problem in runs several times. It often concerns noro, sometimes in combination with hastv in the same channel, and sometimes with sav. Patient samples were involved, but results were not reported, patients were not treated and there was no impact to patients. The following information was provided by the initial reporter: many false positive signals in the evp assay. In the meantime, we have seen this problem in runs several times. Often it concerns noro, sometimes in combination with hastv (same channel) and sometimes even with sav.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives" while running the evp assay. Customer reported that they are seeing many false positive signals across multiple runs. They noted that it often involves the norovirus target on the rox optic. Customer database and log files were analyzed by service which revealed that the suspected false positives have unusual curves with low fluorescence, not consistent with evidence of contamination. Service found evidence of reader normalizer signal drift within some of the affected runs. Fse was dispatched to the customer site where they performed an instrument software script update per a current field service bulletin, re-normalized the readers, replaced the heater mux board on reader side b, and ran qualification runs. Qualification passed and the instrument was returned to the customer operating to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument ct0865 is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument ct0865, and two additional work orders were observed on 28mar2022 and 25feb2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument there were many false positive signals in the evp assay. The customer has seen this problem in runs several times. It often concerns noro, sometimes in combination with hastv in the same channel, and sometimes with sav. Patient samples were involved, but results were not reported, patients were not treated and there was no impact to patients. The following information was provided by the initial reporter: many false positive signals in the evp assay. In the meantime, we have seen this problem in runs several times. Often it concerns noro, sometimes in combination with hastv (same channel) and sometimes even with sav.